Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was discovered fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, all pcs returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.